Event description:
It was reported that during a lobectomy procedure, the device was fired, but the staples did not form. The surgeon oversewed the staple line. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 7/22/08. Info anticipated, but unavailable at this time.